Manufacturer narrative:
B3: date of event is unknown. Device evaluation: one device was returned for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated during the accuracy tests. The complaint is confirmed. The root cause is from a defective expulsor. This was replaced and the device functioned as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a low accuracy/under infusion. The product fault occurred during testing. There was no patient involvement and no harm/adverse event reported.